Event description:
The passeo-35 xeo peripheral dilatation catheter was selected for treatment. While performing angioplasty of the internal jugular vein to reintroduce dialysis catheter, the interventional balloon ruptured with a small piece breaking off. Parts of the proximal metal marker could be retrieved. It was not possible to remove or retrieve the distal metal marker, which wound up in the patient's left lung.